Manufacturer narrative:
According to the field, the rv lead will not be available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and migrated into the superior vena cava. The patient was thought to have twiddled their device causing the dislodgment. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.